Event description:
This lead was implanted; however, it was reported that the curved stylet that was packaged with this lead did not fit.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it is actively implanted. Oscor is in the process of having the yellow j stylet (0.35 cm wire) packaged with this lead instead of the grey stylet (0.40 cm wire), based upon engineering tests. This event will be reopened ID additional information becomes available.